Manufacturer narrative:
An event regarding patellar component wear involving a duracon mb patellar component was reported. The event was confirmed. Method and results: device evaluation and results: analysis of the returned component indicated that asymmetric damages, including burnishing, were observed on the articulating surface of the patella insert. A radial fracture extending from the edge of the insert was likely caused by high localized loads in the area of burnishing. Fracture of the insert permitted dissociation from the baseplate and failure of the device. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: the material analysis report suggests asymmetric wear from possible malrotation of the femoral and/or tibial components may have resulted in the ultimate failure of the patellar component. No material or manufacturing defects were observed on the returned component. Device history review: DHR review was satisfactory. Complaint history review: chr review confirms that there are no other similar reported events for the lot. Conclusions: based on the material analysis of the returned component and medical review of the case; the investigation concluded that asymmetric wear from possible malrotation of the femoral and/or tibial components may have resulted in the ultimate failure of the patellar component. No material or manufacturing defects were observed on the returned component.

Event description:
It was reported patient was revised on right knee due to failure of metal back patella.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported patient was revised on right knee due to failure of metal back patella.